Event description:
The patient was involved in a motor vehicle accident in (B) (6) 2010. Surgeons performed revision spinal surgery for three of the universal clamps that were affected. The sales representative reported that during the car accident, the patient suffered extreme stress to the area where the u-clamps were positioned. The accident forced the patient's shoulders forward, and during impact the u-clamps broke prior to the impact causing the laminas to fracture. Additional information received from the sales representative on 02/09/2010. Patient underwent original surgery with a construct of universal clamps from t1-s1 (B) (6) 2009. The patient was involved in a motor vehicle accident and was several days post accident when she underwent revision surgery to repair her construct on (B) (6) 2010. Two universal clamps at t1 had broken at the band around the lamina and one clamp at t3 was slightly torn and frayed down the middle. These three universal clamps were all 6.0mm ti. The clamps were removed and the surgeon added four more clamps at t1 and t2. In addition, the surgeons added construct including c7 and c6. The goal of this surgery was to secure the patient's shoulders back as the impact of the accident had brought them forward. The revisions surgery was approximately 11 hours. The surgeons were optimistic that the patient's shoulder was repositioned to the appropriate angle.

Manufacturer narrative:
Product will not be returned to zimmer spine and evaluation is pending upon completed investigation of the product.